Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the absence of an image with 180 scopes occurred due to a failure in the patient circuit board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a flickering/shaking/blurry image on the monitor. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, no image with 180 scopes, due to faulty patient board set was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image flickered/shook/was blurry was confirmed due to worn out video connector latch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.